Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
An unrelated patient reported he was approached by a man who overheard him talking about his newly implanted implantable neurostimulator (ins). This man processed to tell him the man had 4 lead fractures that required surgery to replace them. The man confirmed he had a manufacturer's stimulator. It was known the man was located at a church in (B)(6) when they met. No further information was known by the report source.